Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of blood recipient sets leaked around the filter. It was further noted that "the bore may not be consistent and when larger, would have significant leakage when connected to an unspecified syringe". There was no report of patient injury or medical intervention associated with this event. No additional information is available.